Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual examination was performed and it was observed that the product showed signs of contamination and usage. Discoloration or design irregularites could not be found. The graduation marks on the shaft were clearly visible. Strong deformations and material damages were found which were most likely caused by steam sterilization of the device. A leakage test as well as inflation and deflation tests were performed with the returned device. The balloon was inflated with air and tested for leakage in a water quench. During the leakage test, it could be inflated and deflated easily without any difficulties. The balloon showed a leakage at the balloon membrane in the water quench. Based on the investigation performed, the reported complaint was confirmed. It was found that the balloon was leaking at the membrane. No manufacturing related issue could be identified. All tracheal tubes are 100% tested for leakages at the manufacturing facility; therefore, a defect of this type would be detected prior to release. Most likely the leakages were caused by mechanical damage of the cuff during use. The customer was informed that the complained products are single use products and must not be steam sterilized.

Event description:
Customer complaint alleges "it was found during use on a patient and the patient had to be intubated three times until we were able to have a balloon stay inflated for longer than a minute". (Additional event devices captured in companion reports: 9610520-2017-00010 and 9610520-2017-00012). It was reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "it was found during use on a patient and the patient had to be intubated three times until we were able to have a balloon stay inflated for longer than a minute". (Additional event devices captured in companion reports: 9610520-2017-00010 and 9610520-2017-00012). It was reported there was no injury to the patient.